Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the weld on the foot cross tube broke away causing the foot tube to crack in two and the head tube has a crack. No injury reported.